Event description:
After md deployed the covered self-expanding stent while removing the stent platform from the body, the platform pulled the stent back into the common femoral artery nearly occluding the profunda. Vascular surgeon called for surgical intervention.